Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. The nurse stated the patient's history of pre-existing infections, comorbidities, non-compliance, and the v.a.c.® dressing remaining in place without therapy for over three days all contributed to the reported infection. It is unknown if the infections that were present prior to initiating v.a.c.® therapy resolved as the patient was still taking antibiotics that were prescribed prior to v.a.c.® therapy. However, the nurse stated the patient reportedly left the v.a.c.® dressing in place for over three days without active v.a.c.® therapy and the device's event logs are consistent with the information provided by the nurse. Therefore, this event is being reported as a potential user error. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On (B)(6) 2020, the following information was reported to kci by the nurse: on (B)(6) 2020, the patient reportedly experienced technical issues with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient presented to the emergency room and allegedly tested positive for an infection. On (B)(6) 2020, the patient reportedly experienced technical issues with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse reports there is no exudate in the canister, and this has allegedly caused the infection. The patient was placed on an alternate dressing. On (B)(6) 2020, the following information was reported to kci by the nurse: a foul odor was allegedly noted from the patient's wound during a v.a.c.® granufoam¿ dressing change. The wound was cleansed, and an alternate dressing was placed. On (B)(6) 2020, the activ.a.c.¿ therapy unit alledgely exhibited alarms, and the patient waited until (B)(6) 2020 to have the v.a.c.® granufoam¿ dressing changed. The v.a.c.® dressing was allegedly left in place without active v.a.c.® therapy for over three days. The nurse stated the patient's history of pre-existing infections, comorbidities, non-compliance, and the v.a.c.® dressing remaining in place without therapy for over three days all contributed to the reported infection. On 05-nov-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 09-dec-2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. A review of the event logs verify the device was turned off by the user on (B)(6) 2020. V.a.c.® therapy was not reinitiated until (B)(6) 2020. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.